Manufacturer narrative:
The manufacturer's service representative performed an on-site investigation. The high voltage cables were regressed and a high voltage arc test was performed. The system was tested and operates as intended.

Event description:
The customer reported that the 9900 system displayed a high voltage error message and made a loud pop noise. No pt injury was reported.